Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection was performed and found the iodine sponge to be within the minicap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge was completely separated from the minicap. There was no patient involvement. No additional information is available.